Manufacturer narrative:
The complainant indicated that the devices will not be returned for evaluation as they have been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they have found a little bit of water on the surface of the pump where the tubing anchors at the entry of the pump. Additional information provided by the customer stated that the feeding sets were leaking from the part of the tubing where it connects to the pump during use and after feeding.